Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. DHR(s) (device history review) for the freestyle libre reader was reviewed and the DHR(s) showed the freestyle libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Labeled for single use was incorrectly documented in the initial MDR 30 day report. Labeled for single use has been updated.

Event description:
A customer reported that their adc freestyle libre reader won't charge, and thus would not power on with button press or test strip insertion. The customer further reported that they did not have any way to check their blood glucose and subsequently "passed out". A non-hcp individual administered orange juice as treatment. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their adc freestyle libre reader won't charge, and thus would not power on with button press or test strip insertion. The customer further reported that they did not have any way to check their blood glucose and subsequently "passed out". A non-hcp individual administered orange juice as treatment. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.